Event description:
Customer meter reported a result of 164mg/dl, compared to ems meter result of 60mg/dl. Customer went into shock and complained of chills and shaking. Ems administered IV glucose. Customer asked to return meter for further evaluation, and a replacement was provided.